Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the down arrow has a tear in the covering of the button as of two days ago. The reporter stated that the buttons are sometimes not responding today when pressed. Also father states that the pump fell in the toilet yesterday and he wiped it off. The reporter stated that there was no moisture seen in pump today and the battery compartment was dry. There is no adverse event associated with this case. This report is being made due to the keypad (damage prior to tactile changes) issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: the keypad was torn. The up arrow, down arrow, and contrast buttons were intermittently responsive, while the ok button responded properly. Contamination was found under the up arrow, down arrow, and contrast button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.